Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "exchange from textured to smooth due to the patients concerns with the product". Later healthcare professional reported "capsular contracture, baker grade IV" and "exchange from a textured to smooth breast implant due to the patient¿s concern with the product". This record is for the right side. Device remains implanted.